Manufacturer narrative:
Concomitant medical products: sig power sigadaptstnd linear adapter(sn:(B)(6); unknown endo gia sulu; (lot#unknown); sig power sigpshell control shell; (lot#unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed there was a one wire error which caused the device to be set to have 0 remaining uses. It was reported that the instrument did not activate and execute the firing sequence. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue may occur when a read or write communication to the one-wire device is interrupted. An unreported condition was identified that has not relation to the reported issue: the battery data was analyzed. The battery was in a permanent failure state for cuv (cell under voltage) and was permanently disabled. The most likely cause could not be established from the information available. This issue can occur if the handle is left in a low voltage state for an extended period of time. This failure would lead to an inability to charge the attached power handle, which does not pose a patient safety risk. This issue can also occur if the device is dropped. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Additionally the evaluation detected an unreported condition that has no relation to the reported condition: the device noted cracks on the oled screen. When the device was powered on, the screen stayed black. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device is dropped. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had fire faulty. There was no patient injury.